Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a coronary procedure treating a target lesion in the obtuse marginal and the proximal circumflex artery. Optical coherence tomography (oct) was performed and a 4.0 x 18 mm xience xpedition stent was implanted. On (B)(6) 2020, two weeks post procedure, the patient was re-hospitalized with chest discomfort. Elevated cardiac enzymes were noted. Dual anti-platelet medication (dapt) was administered and the patient was discharged on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
See b5b2: required intervention - unchecked.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: during the (B)(6) 2020 hospitalization, coronary angiography was performed and no in-stent restenosis was noted. Dual anti-platelet medication of aspirin and ticagrelor was administered and the patient was discharged to home on (B)(6) 2020. No additional information was provided.